Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a blade. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of the device not retaining a blade was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, failures were found with the flat pin and drive link, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.